Event description:
It was reported while using bd smartsite¿ bag access device the components separated. There was no report of patient impact. The following information was provided by the initial reporter: clear plastic leur detached from with plastic spike while withdrawing cells/plasma. Some loss of product resulted. Operator was using little to no pressure at the time.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Initial reporter addr: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.